Event description:
An initial report of potential hospitalization was received by united therapeutics drug safety on 13-aug-2024 and forwarded to millyard advanced medical products, llc on 14-aug-2024. The patient reported their pumps were giving an error to change their site, tubing or cassette. They performed these steps but were out of supplies, including remodulin. Patient had been off therapy for about 4 hours and was advised to go to the hospital. It is unknown if the patient went to the hospital, no adverse symptoms were reported. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.